Event description:
It was reported that the patient was not able to adjust stimulation and it was reviewed that the upper limit was reached. The patient just got their implantable neurostimulator (ins) implanted today and was trying to increase stimulation and it wouldn't let them. It was noted that the patient confirmed that they were on program 3, stimulation was on, and they were at 0.0v. The patient did not believe they switched any programs since they had been home. It was reported that the patient¿s manufacturer representative told them it was fine to turn stimulation on today and that they should do it when they got home and their health care provider (hcp) didn¿t give them any direction on it. The patient had the manufacturer representative¿s phone number from the trial and could call them as well as their hcp. Additional information received reported that the patient had a shocking or jolting sensation. The patient had been adjusting it to increase it and was on program 3 at 2.0v but it wouldn¿t go any higher. It was noted that they finally got it to go higher it was zapping the patient pretty hard and this started today about half an hour ago. The patient was feeling too much right then and they were not getting symptom relief really. It was reported that the patient had been on 2.0v since last night but hey tried to up it again and that was when it started doing it really hard and doing it a lot stronger that it had been. The patient synced their programmer with their ins and lowered the amplitude from 2.0v to 1.4v and was feeling more comfortable. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. Appointment dates of (B)(6) 2014 were noted.

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The patient had a neurogenic bladder with 100 percent improvement in psychogenic urinary retention (pur). It was noted that the troubleshooting that was done to provide insight to the issue was reprogramming. The cause of the event was not determined and it was unknown if it was device related. It was reported that the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0h2fy, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).